Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead showed reduced p-wave sensing and had recorded inappropriate atr episodes due to farfield oversensing. An attempt was made to reposition the lead but the helix would not extend. A new atrial lead was placed and this ra lead was discarded. No additional adverse patient effects were reported.